Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with other. The customer received an insulin flow block alarms. The customer reported a blood glucose value of 400 mg/dl and the current blood glucose value was 365 mg/dl. The customer reported the following led up to the event was 3 hours ago. The event involved product(s) mmt-242a, mmt-7040a, mmt-332a, mmt-1884. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucose. No further patient complications were reported. No product return was required for mmt-242a. No product return was required for mmt-7040a. No product return was required for mmt-332a. Mmt-1884 was requested and the customer response was the device will be returned.

Event description:
Updated summary: the customer experienced hyperglycemia treated with an insulin pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on (B)(6) 2024 08:57:01.000 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, scratched case, corroded home switch, and corroded battery tube. Pump passed functional testing. Unable to confirm alleged low bg's. Pump passed required testing and no unexpected insulin flow blocked alarms noted during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.